Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider via a clinical study on 2018-apr-16. It was reported that the device diagnosis was not applicable.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from healthcare provider (hcp) via a clinical study indicated the cause of the altered mental status was indicated to be possibly related to hydromorphone. The patient's baseline weight was 124 pounds. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a clinical study regarding a patient receiving hydromorphone (8.0 mg/ml at 1.3198 mg/day) via an implanted pump. The indication for use was non-malignant pain. It was reported the patient reported to the emergency department with several days of altered mental status on (B)(6) 2017. The device diagnosis was possible reaction to medication and the clinical diagnosis was altered mental state. It was indicated the event was possibly related to the device or therapy, unlikely related to the implant procedure, and possibly related to the drug hydromorphone. The patient's entire system was explanted and not replaced on (B)(6) 2017. The issue resulted in in-patient or prolonged hospitalization. The device disposition was noted as unknown. The event resolved without sequelae on (B)(6) 2017.